Manufacturer narrative:
The device intended for use in treatment has been returned and evaluated. The visual inspection and functional evaluation confirmed the device motor was damaged and the dc inlet port was defective causing the device not to charge. This established a relationship between the device and failure reported, the device was unable to operate. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode and part number has been reviewed and shown that in the previous five years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. In conclusion this complaint has been finalized as mechanical component failure. In parallel we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that when the device was being connected to the main power, the battery sometimes does not charge. The treatment was continued with a back-up device. The device will be returned to jp local service. If necessary, we will ship the device to tuttlingen for evaluation.